Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that they needed an MRI, however no one would do the MRI since the ins battery was removed but the lead was left implanted. Pt said that the ins was removed after the ins quit working about a year ago. Pt said that they had been in the ER and the ER didn't know what to do about them having a MRI. Pt said that healthcare provider (hcp) couldn't see what they wanted to with a cat scan, ultrasound, or x-ray, so they really wanted pt to have an MRI. Agent reviewed MRI compatibility in regard to abandoned components. Agent redirected pt to hcp to further address.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.